Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 04-dec-2017. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain with irradiation in low part of abdomen and legs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods (clots and bleeding) for more than 15 days"), dyspareunia ("intense pain at the time of sexual intercourse"), loss of libido ("no more libido"), apathy ("no more desire"), abdominal distension ("swollen abdomen"), weight increased ("weight gain"), facial neuralgia ("facial neuralgia on left side"), hot flush ("hot flushes during days"), hyperhidrosis ("excessive sweat during days"), joint range of motion decreased ("hip unable to move"), myalgia ("muscle pain in legs"), fatigue ("persistant fatigue"), amnesia ("blank and memory loss during conversation"), speech disorder ("cannot find my words, difficult speech") and musculoskeletal stiffness ("feeling of being old with feeling of stiffness and rusted in the morning"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, loss of libido, apathy, abdominal distension, weight increased, facial neuralgia, hot flush, hyperhidrosis, joint range of motion decreased, myalgia, fatigue, amnesia, speech disorder and musculoskeletal stiffness had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, apathy, dyspareunia, facial neuralgia, fatigue, hot flush, hyperhidrosis, joint range of motion decreased, loss of libido, menorrhagia, musculoskeletal stiffness, myalgia, speech disorder and weight increased with essure. The reporter commented: no further information was provided. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jan-2018 for the following meddra pt: abdominal pain: (B)(4) cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 05-jan-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain with irradiation in low part of abdomen and legs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods (clots and bleeding) for more than 15 days"), dyspareunia ("intense pain at the time of sexual intercourse"), loss of libido ("no more libido"), apathy ("no more desire"), abdominal distension ("swollen abdomen"), weight increased ("weight gain"), facial neuralgia ("facial neuralgia on left side"), hot flush ("hot flushes during days"), hyperhidrosis ("excessive sweat during days"), joint range of motion decreased ("hip unable to move"), myalgia ("muscle pain in legs"), fatigue ("persistant fatigue"), amnesia ("blank and memory loss during conversation"), speech disorder ("cannot find my words, difficult speech") and musculoskeletal stiffness ("feeling of being old with feeling of stiffness and rusted in the morning"). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, loss of libido, apathy, abdominal distension, weight increased, facial neuralgia, hot flush, hyperhidrosis, joint range of motion decreased, myalgia, fatigue, amnesia, speech disorder and musculoskeletal stiffness had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, apathy, dyspareunia, facial neuralgia, fatigue, hot flush, hyperhidrosis, joint range of motion decreased, loss of libido, menorrhagia, musculoskeletal stiffness, myalgia, speech disorder and weight increased with essure. The reporter commented: no further information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.769 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.